Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of ' wasn't detecting the closed-door state' was not reproduced. A review of the event history log (ehl) revealed occurrences of "shut door power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper auxiliary. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump wasn't detecting the closed door state during testing in the biomedical service department. There was no patient involvement. No additional information is available.